Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's ins battery was flipping in their pocket making it painful. The doctor sutured the ins in place. There were no factors that may have led to this, and the patient's issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.